Event description:
It was reported that the patient was experiencing intense pain with muscle spasms like small shocks causing discomfort to patient. Boston scientific technical services (ts) referred patient to the physician. Furthermore, patient was concerned lead may have moved. Additional information received from the field indicating that the clinic does not think that the patient symptom was device related. Furthermore, the patient did not follow discharge instructions on arm restriction. Hence, right ventricular (rv) lead was dislodged. The lead was scheduled for revision. In addition, the lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Dislodgement allegation with the lead was not confirmed. In addition, complete lead was returned intact and was not severed. Visual inspection showed the lead tip/helix appears normal. Also, polytetrafluoroethylene (ptfe) insulation was bunched, and conductor coils were deformed. This is consistent with the lead being placed/pulled through a constricted area. Bunched and conductor coils were deformed. This is consistent with the lead being placed/pulled through a constricted area. The conductor resistance measured as an electrical open was indicating a fractured or broken conductor which is consistent with the lead having been pulled with force and likely explant damage. Furthermore, concluded known inherent risk based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient was experiencing intense pain with muscle spasms like small shocks causing discomfort to patient. Boston scientific technical services (ts) referred patient to the physician. Moreover, patient was concerned lead may have moved. Additional information received from the field indicating that the clinic does not think that the patient symptom was device related. In addition, the patient did not follow discharge instructions on arm restriction. Hence, right ventricular (rv) lead was dislodged. The lead was scheduled for revision. Furthermore, the lead was surgically explanted. No additional adverse patient effects were reported.